Event description:
It was reported that the patient experienced withdrawal. Symptoms included itching and increased spasticity which began two days prior to the report. The healthcare provider (hcp) suspected a microfracture in the catheter; however, this was not confirmed and the hcp was able to aspirate the catheter access port (cap) and pull back cerebrospinal fluid (csf). The hcp wanted a local manufacturer representative to assist with a revision. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that there was a revision due to a 'microfracture of the connection segment tubing' of the proximal catheter segment. Intra-operatively, it was found that the catheter was also leaking. It was reported that there was hospitalization related to the event, but the patient recovered without sequela. The drug used in this system was gablofen.

Manufacturer narrative:
(B)(4).